Manufacturer narrative:
H.6. Investigation summary: it was reported the printing in slanted and overlapping. To aid in the investigation, three samples and one photo was provided for evaluation by our quality team. Two samples came with no packaging blisters and one sample came in a sealed packaging blister. A visual inspection was performed and one of the samples has double markings mostly visible at digits 10, 15, 20 and 25. Each sample was tested for volumetric accuracy, scale alignment, skewed scale and the syringe barrel per it22 and passed. The unit has an acceptable imperfection. The photo provided shows the samples received. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot 2210110. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no quality notifications. All processes and final inspections complied with specification requirements. Further action has not been determined necessary at this time. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed in one sample. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes had scale marking issues. The following was received by the initial reporter and translated from korean to english: verbatim: printing slanted and over lapping.